Event description:
Boston scientific received information that during a routine device interrogation, right atrial (ra) lead pacing impedance measurements were greater than 2,500 ohms. A routine device upgrade procedure was performed and the ra lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.